Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-mar-2020 / (B)(4). Device available for evaluation: no. Mfg date: 10-oct-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two hours following the implant of a leadless implantable pulse generator (ipg), cardiac tamponade and a pericardial effusion was identified with pericardiocentesis being performed. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID # mc1vr01-delsys. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two hours following the implant of a leadless implantable pulse generator (ipg), cardiac tamponade and a pericardial effusion was identified with pericardiocentesis being performed. Post drainage, the patient experienced a sudden drop in blood pressure which caused a cardiovascular collapse. The patient subsequently died from a low cardiac output.